Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (30 mg/dl). The cause for the reported low bg levels is unknown. Customer addressed low bg levels with juice and glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on the morning of (B)(6) 2017 by cgm. There were no erratic basal rate adjustments or bolus requests made. No obvious request or deliveries were made that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.